Event description:
Laboratory information system (lis) reports alpha-fetoprotein (afp) in ng/ml while an immulite 2000 xpi reports it in iu/ml. Fourteen discrepant results were transferred from the immulite 2000 xpi to the lis with incorrect units. The results were not reported out. The results were properly converted and then were reported to the physicians. There are no known reports of patient intervention or adverse health consequences due to the discordant afp results.

Manufacturer narrative:
A siemens field application specialist (fas) was dispatched to the customer site. The fas determined the cause of the discordant afp results to be incorrect conversion of the results between the immulite 2000 xpi and the lis. The fas instructed the customer on how the results should be converted using the proper converting factor. The instrument is performing within the specifications. Further evaluation of the device is not required.